Event description:
It was reported that a novum iq large volume pump did not infuse second line occurred during an unspecified process step in the srcc department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11 . H11: a review of event history log revealed all the infusions were completed as per programmed volume to be infused (vtbi) except the last one. The air in line (ail) alarm indicated the primary bag may have run dry before infusing only 25.5 ml out of the last programmed 50 ml from the second bag. The secondary infusion was not programmed, and all the infusions were delivered through the primary infusion program. Based on the information available, the pump was behaving as expected. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a further device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.